Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A try-it sound test was performed and passed. The receiver case was opened and an interior inspection passed. The speaker resistance was measured and was within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. Date of issue is an approximation. The patient stated she was at a veterinary hospital, and her continuous glucose monitor (cgm) did not alert for her low glucose setting of 80 mg/dl. She started showing unspecified symptoms consistent with hypoglycemia. The veterinary staff noticed and called paramedics. When the paramedics arrived they checked the cgm reading which was 59 mg/dl, and checked a fingerstick bg which was 20 mg/dl. The paramedics started intravenous therapy and transported the patient to the emergency room (ER). She was under observation for 5 to 6 hours until her glucose level stabilized. No other details of treatment by the paramedics or the ER were provided. The patient was released and was okay at the time of the report. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A try-it sound test was performed and passed. The receiver case was opened and an interior inspection passed. The speaker resistance was measured and was within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.